Event description:
It was reported that the pt had problems with facial stimulation starting from the first fitting. On all 12 channels thr for facial stimulation was less than mcl. Several fitting attempts did not improve the situation. The pt was not satisfied with the fitting that avoided facial stimulation.